Manufacturer narrative:
The facility has discarded the product, it is not available for evaluation. Unable to review sterilization and lot history records since the lot number was unknown.

Event description:
A report was received from a user facility in (B)(6) stating: "stable chamber clogged. No patient impact, no product returned, the cassette was changed."